Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that the patient was unable to attend therapy. There was no report of patient harm or injury. The clinical specialist confirmed that both stimulation leads were out of range/had a high impedance failure. The patient underwent a surgical procedure to replace the two leads. Two new leads were implanted without complications.

Manufacturer narrative:
(B)(4). The lead assembly was received for analysis. The device was evaluated, and the reported out-of-range was confirmed. The lead failed functional testing. Visual inspection revealed rounded, fractured coils across all coils of the lead. The second lead was not returned, and therefore, no evaluation can be performed. Pre-revision imaging was taken and reviewed. The out-of-range condition appears attributable to a strain relief loop that is formed too small, and subsequently pulled out, failing to provide adequate protection against tensile loading. The lucency observed in the lead at the fascial entry point is consistent with tension related stress and supports this as the most probable cause. Updated section h6 and patient information - section a.

Event description:
It was reported that the patient was unable to attend therapy. There was no report of patient harm or injury. The clinical specialist confirmed that both stimulation leads were out of range/had a high impedance failure. The patient underwent a surgical procedure to replace the two leads. Two new leads were implanted without complications.